Event description:
This spontaneous report was received on 13-aug-2012 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using ob procomfort mini 56s, for menstruation (route: vaginal, frequency, lot number and expiration date unspecified). After an unspecified duration, while trying to remove the tampon, the cord of a tampon broke. The action taken with the device was unknown. This report had no adverse event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on 21-aug-2012 for a device product that is considered same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received.